Event description:
Received a copy of the customer's medsun report from FDA which states, ¿blood transfusion completed, line disconnected to attach and flush. Hub on blood tubing broke inside of piv luer lock. Luer lock (q site changed) and line was flushed." It was reported from the nicu that after a blood transfusion was completed, the line was disconnected to attach and flush. The hub on the blood tubing was broken inside of the piv luer lock, the luer lock (q site) was change and the line was flushed. There was no patient impact.

Manufacturer narrative:
The customer¿s report that the hub on blood tubing broke was confirmed. Visual inspection observed that the majority of the male luer fixed collar was broken off from the base of the collar. Closer inspection under magnification also observed signs of stress marks at the break site and the broken collar. No other anomalies were observed. Functional testing was not deemed necessary due to the broken male luer fixed collar and the disconnections at the luer that would occur. The root cause was identified as design of the male luer component.

Manufacturer narrative:
Concomitant medical products: pri tubing;8015;8100; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿blood transfusion completed, line disconnected to attach and flush. Hub on blood tubing broke inside of piv luer lock. Luer lock (q site changed) and line was flushed." It was reported from the nicu that after a blood transfusion was completed, the line was disconnected to attach and flush. The hub on the blood tubing was broken inside of the piv luer lock, the luer lock (q site) was change and the line was flushed. There was no patient impact.